Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, and labeling. Based on a review of this information, the following was concluded: the complaint of a break in the 3cg stylet was confirmed. One 4 fr s/l powerpicc solo was returned for investigation. The catheter extended to the 45cm depth mark. The amber colored tubing portion of the stylet was extending beyond the distal end of the catheter. A complete break was observed 2.45cm from the distal tip of the stylet. The amber colored tubing was kinked 1.2cm from the distal stylet tip. Kinks were observed in the proximal segment of amber colored tubing 1.1cm, 1.75cm, and 2.2cm from the fracture site. Kinks in the core wire were observed at coinciding locations. A microscopic examination revealed that the break in the amber colored tubing coincided with a break in the core wire and a break in the magnet. The surface of the break appeared uneven and granular. Magnets were missing from the proximal segment of polyimide tubing. The wall thickness of the polyimide tubing was within specification. The evidence of kinking in the polyimide tubing suggests that the stylet may have encountered resistance or bending during use; however, the exact cause of the reported event could not be determined from the returned sample. The IFU for the 3cg stylet states, ¿ensure that the stylet tip does not extend beyond the trimmed end of the catheter. Extension of the stylet tip beyond the catheter end, combined with kinking and excessive forces, may result in vessel damage, stylet damage, difficult removal, stylet tip separation, potential embolism and risk of patient injury". A lot history review (lhr) of redp1386 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (redp1386) have been reported from the same facility.

Event description:
It was reported that the tip of the wire broke. The rn placing the PICC pulled back her wire before cutting the catheter and when readvancing the wire, noticed 3.5 cm of the end of the wire was sheared off. It was stated that "she denies that she cut the wire".